Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The biomed reported the mx40 telemetry device displays a speaker malfunction inop and had no audible sound. The device was not in use on a patient.